Event description:
Refer to manufacturer report #3007566237-2016-00882.

Manufacturer narrative:
Concomitant medical devices: product ID :neu_stylet_acc , product type: accessory. Product ID: neu_stylet_acc, product type: accessory. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant, the stylet and lead were damaged. The stylet was damaged when the hcp tried to remove it from the lead. The hcp accidentally bent the stylet and then the top came off. No troubleshooting was done. The damaged lead was replaced and a new lead was used without issue. The issue was resolved.